Event description:
The customer reported, the system displayed a communication error thus preventing it to boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer cmos battery was replaced. The system was then found to be operating as intended.